Event description:
It was reported that the system 9800 had lines on the display. With continued use the problem corrected itself up. There was no adverse pt involvement reported. No further pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified and indicative of a faulty interconnect cable. The cable connector was disassembled and found to have shielding fragments loose in the housing. The connector was cleaned and reassembled. The system was tested and found to be working as intended and placed back into service.